Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of a falsely elevated estradiol result in association with the vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070). The investigation included a review of quality control batch records, CAPA and non-conformity records, and complaint records. An analysis of control cards was also performed. The review of batch records and non-conformity records for lot 1007437070 found no anomaly or note of falsely elevated estradiol results. The review of complaints associated with lot 1007437070 did not identify a trend. Analysis of control cards using four (4) estradiol sera and seven (7) vidas® estradiol lots, including customer lot 1007437070 was completed. Results for customer lot 1007437070 were similar to the other lots. The impacted sample was not provided for investigation therefore could not be tested. Biomérieux performed internal testing of three (3) sera, including a serum with a concentration close to the impacted sample using customer lot 1007437070. The results were similar to those observed during the activity control. Drift in activity over time from vidas e2ii 1007437070 / 200603-0 was not observed. The result obtained by the customer was not reproduced. Based on the investigation data, vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070) is performing within specification.

Manufacturer narrative:
The device was not returned to the manufacturer.

Event description:
A customer from (B)(6) notified biomérieux of obtaining falsely over-estimated results for a patient sample in association with the vidas® estradiol ii 60 tests (ref. 30431, lot 1007437070). The customer tested the patient sample was tested twice using the vidas estradiol ii 60 tests, lot 1007437070. The following results were obtained: initial test: result = 23433.55 ng/ml. Repeat test: result = 2401.23 ng/ml. The same sample was also tested with using the advia siemens and roche test methods and obtained results of 689.01 ng/ml and 701.22 ng/ ml respectively. The customer stated the patient came for estradiol testing on day seven (7)of the protocol of medically assisted procreation and that the expected results should be lower than those obtained with vidas estradiol ii 60 tests. There is no indication or report from the laboratory that the overestimated results led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01.